Event description:
It was reported that the customer went to the Emergency Room and was subsequently hospitalized with a blood glucose (BG) level of 40mg/dL; cause was unknown. Reportedly, customer lost consciousness. Customer was treated with intravenous fluids of glucose and manual insulin delivery to address BG. Customer was discharged 5 days later, (b)(6) 2026 with no permanent damage. System check was performed and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.